Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other reasons. The patient experienced a loss or change of therapy and did not have 50% or better in symptom control. The patient reported feeling stimulation. The patient stated that they urinate on themselves no matter where they are and they ruined their new mattress from urinating. They feel surges from their device too. The patient stated that the loss of therapy began last (B)(6) 2016 and the surges began sometime last year. The patient noted that they fell last year because of a seizure and reported having a lot of numbness on their right side in their leg and foot which also started last year. The patient was supposed to have a new implantable neurostimulator (ins) put in last year but there was flooding in the area and they were also supposed to have a new device put in yesterday but did not. The patient would follow up with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.